Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor system alarm and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error due to erased history file. There was no software error alarm. The pump passed the self-test and had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. The customer's blood glucose reading was unknown. There were several motor error and software error alarms in the alarm history. The insulin pump was returned for analysis.